Event description:
Per the clinic, the patient has permanently discontinued use of the device subsequent to reports of static and interference with her contralateral implant. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.